Event description:
It was reported that the pt started having a decrease in sound perception and having access to sound only when applying pressure to the implant zone. Reimplantation is planned but not scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.